Manufacturer narrative:
Additional information was received that the patient was not able to receive any medical intervention for the burned site.

Event description:
A report was received that the patient had pain at the ipg site. It was noted that the patient had a shock at the battery site. It was also reported that the patient¿s pocket site was burned. The patient underwent an explant procedure wherein the ipg was removed. The physician suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the returned ipg (sg-1132/sn: (B)(4)) passed all the required tests and revealed no anomalies performed.

Event description:
A report was received that the patient had pain at the ipg site. It was noted that the patient had a shock at the battery site. It was also reported that the patient¿s pocket site was burned. The patient underwent an explant procedure wherein the ipg was removed. The physician suspected device malfunction. The patient was doing well postoperatively.

Event description:
A report was received that the patient had pain at the ipg site. It was noted that the patient had a shock at the battery site. It was also reported that the patient¿s pocket site was burned. The patient underwent an explant procedure wherein the ipg was removed. The physician suspected device malfunction. The patient was doing well postoperatively.